Event description:
The user facility reported that the patient needed a right distal superficial femoral artery (sfa) to mild popliteal intervention. An atherectomy was done with a drug coated balloon (dcb) to mid pop to distal right sfa, and stent from mid to distal sfa. The access was a cut down to the right proximal sfa with a short 7 french sheath antegrade positioned. The vessel was 6mm in diameter and 150mm in length was needed. When the stent was deployed, the stent did not elongate. After deployment, it shortened. The stent length was not enough, and another misago stent was placed proximally. However, it was foreshortened also. The stent length was 100mm. The doctor used a third stent to cover the length to the mid sfa. The stent was a zilver balloon expanding stent. The patient's vessel was fully opposed, and flow was not limited. Prior to the intervention the vessel was a chronic total occlusion (cto). The case was successful. The patient was in stable condition. The procedure was a successful intervention of right sfa. The artery of the lower extremity was not previously treated. The lesion treatment history was de novo. The right limb was diseased. The calcification was moderate. Tortuousness was mild. Tasc ii classification was type b. The lesion length was approximately 150mm. The percentage of diameter stenosis was 100%. The reference vessel diameter was approximately 6mm. The femoral artery ipsilateral, antegrade, and lesion treatment was performed pre-treatment was post-treatment. The event occurred intra-operative. There was no patient injury/medial or surgical intervention required.